Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The symptom upstream occlusion was confirmed and reproduced. The upper reading on the upstream sensor was found to be out of specification. The resistance readings of the upstream sensor tail crystal indicate that fluid had infiltrated the sensor housing pickets, where the crystals are, and have started forming a resistive connection. The reduction of the upstream sensor signals can cause both upstream occlusions and air in line alarms. As a result, the upstream sensor was replaced.

Event description:
It was found during baxter's testing that a pump was alarming for upstream occlusion. There was no patient involvement since the error was found during testing.